Event description:
It was reported that the legs of the cot were not functioning properly. It is currently unk as to what the customer meant by "not functioning properly". The investigation is underway to obtain add'l info.